Event description:
Vague report of two flo-gard 6200 pumps that free-flowed during use on pts. The pump doors were reportedly opened by the pts while in use. No additional clinical details were able to be obtained. No pt injury or medical intervention was associated with these reports.